Event description:
The customer reported that a corneal burn occurred and sutures were used to close the incision. A co sales rep was observing surgery at the time of the event. The pt is doing well postoperatively. Add'l info has been requested to further assess the event. However, the dr has declined to complete the questionnaires.

Manufacturer narrative:
No samples were returned for investigation. The customer could not remember the serial number of the sys used. The customer did not request a svc call for the sys. The customer has declined to provide further info about the event. A review of the complaint data indicated no adverse trends for the reported issue. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on 07/18/2008. .